Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27403. It was reported that the patient presented in the clinic for follow-up. Upon interrogation, it was noted, the pacemaker (pm) and right atrial (ra) lead were over-sensing noise resulting in inappropriate automatic mode switch (ams) episodes. No intervention was performed, the patient would continue to be monitored. There were no patient consequences.